Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to synthes ous service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by technician, inspection revealed the housing had become unscrewed. The device was repaired by replacing various parts and returned to customer on (B)(4) 2013. The complaint is indeterminate. Placeholder.

Event description:
Customer returned the device which had fallen apart for service. The technician found the housing had come unscrewed. This is report 1 of 1 for #(B)(4).